Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02445.

Event description:
It was reported that the device fractured due to it being hit with a mallet during a knee arthroplasty.

Manufacturer narrative:
Cmp-(B)(4). Updated: reported event is considered confirmed as the returned tasp was fractured. DHR was reviewed and no discrepancies were found. It was reported that the surgeon resorted to hitting the device with a mallet which broke both sides of the device. The root cause is considered misuse due to the sticking of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.